Manufacturer narrative:
Event date: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2008. On an unknown date it was noted that the filter was tilted. No patient complications were reported.

Event description:
A greenfield filter was implanted on (B)(6) 2008. On an unknown date it was noted that the filter was tilted. No patient complications were reported. On (B)(6) 2018, the patient received a CT of the abdomen without contrast. The findings revealed that the ivc filter is positioned below the renal veins. The device is tilted 20 degrees. The distal anchoring struts do not extend see beyond the vessel wall. There is no ivc stenos is, and there is no evidence of retroperitoneal hematoma. The remainder of the study findings are limited due to lack of IV contrast the patient's large body habitus.

Manufacturer narrative:
Event date: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on (B)(6) 2008. On an unknown date it was noted that the filter was tilted. No patient complications were reported.